Event description:
It was reported that during a regular dialysis treatment, the lines were flushed with no problems noted. When connected to the machine, the arterial line seemed to be sucking air. Full circuit checked for any loose connections. The lines were reversed and blood was found oozing from the exit site. A small crack was noted on the line.

Manufacturer narrative:
Mfg records and processes were reviewed. No non-conformances were noted. All parts are 100% leak tested in-process. The product incident report noted that this catheter was implanted and functioned without incident for over four years. We are unable to determine the cause of this event.